Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for non-malignant pain and degen disc disease/herniated disc pain. It was reported that the patient was having an MRI. The MRI technician was told that the device was not working. No further information was known by the reporting MRI technician. No further complications were reported.